Manufacturer narrative:
H.6. Investigation summary: "bd received 5 samples and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for additive abnormality was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for additive abnormality with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode additive abnormality. Bd was not able to identify a root cause for the indicated failure mode." H3 : see h.10.

Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e had white spots in the tube. This event occurred twenty-nine times. The following information was provided by the initial reporter. The customer stated: "customer states product contains white spots within tube. Complaint #: (B)(4)".